Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed. The device involved in the event was not returned, therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient from (B)(6) underwent a procedure for percutaneous endoscopic gastrostomy (peg)tube re-placement. In (B)(6) 2017 the patient had a culture that showed a candida albicans growth. Treatment drugs are not reported. In (B)(6) 2017 the patient came to the hospital with complaints of infection, a culture was taken. Since the culture did not have fungus spillage, antibiotics of cipro 500 mg 2 tablets one time and augmentin 1 gram 2 tablets once were given by the physician. The gastroenterologist decided to change the tube.